Event description:
A customer contacted beckman coulter inc., (bci) regarding elevated troponin (accu tni) results generated by the access 2 immunoassay system for four patients. The results were reported out of the lab. The original specimens were re-tested and results obtained were within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
The customer collects accu tni samples in green top plasma tubes. The specimens are centrifuged for either 5 minutes at 5,100 rpm or 10 minutes at 3,500 rpm. Qc was within the customer's established ranges prior to and after the event. Routine system checks performed from (B)(6) 2010 - (B)(6) 2010 passed within instrument specifications. The customer was offered service by customer technical service (cts) at the time of the call, but the customer declined. Cts supplied the customer with literature regarding pre-analytical factors for their laboratory to review. A definitive root cause has not been determined to date for this event.